Manufacturer narrative:
(B)(4). The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The first report of four involving a hermetic lumbar catheter, closed tip from the same facility. A hermetic lumbar catheter, closed tip was involved in an incident where the guide wire was bent accidentally. Additional information has been requested.